Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was asymptomatic; however, the paramedics were called, and the patient was transferred to a hospital for assessment. Technical services review of the event determined that the shock was due to sensing of myopotential noise. There was also a recorded event in october 2024 (untreated) due to sensing myopotentials. The s-ICD was programmed in the secondary vector, and it was observed that the r-wave amplitude had dropped significantly. Additional information from the field indicated that provocative maneuvers were performed in-clinic, and the device was reprogrammed to the alternate vector. No adverse patient effects were reported. Additional information received indicated that the patient received another inappropriate shock overnight (B)(6) 2025. Significant noise was observed during the episode, though the subsequent presenting electrogram showed appropriate sensing. Technical services review indicated that the alternate vector programming appeared to be not viable for this patient. Moving forward, it was suggested that the patient be reviewed in-clinic, with isometric/provocative maneuvers and to consider obtaining x-rays to evaluate system placement relative to implant.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was asymptomatic; however, the paramedics were called, and the patient was transferred to a hospital for assessment. Technical services review of the event determined that the shock was due to sensing of myopotential noise. There was also a recorded event in october 2024 (untreated) due to sensing myopotentials. The s-ICD was programmed in the secondary vector, and it was observed that the r-wave amplitude had dropped significantly. Additional information from the field indicated that provocative maneuvers were performed in-clinic, and the device was reprogrammed to the alternate vector. No adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was asymptomatic; however, the paramedics were called, and the patient was transferred to a hospital for assessment. Technical services review of the event determined that the shock was due to sensing of myopotential noise. There was also a recorded event in october 2024 (untreated) due to sensing myopotentials. The s-ICD was programmed in the secondary vector, and it was observed that the r-wave amplitude had dropped significantly. Additional information from the field indicated that provocative maneuvers were performed in-clinic, and the device was reprogrammed to the alternate vector. No adverse patient effects were reported. Additional information received indicated that the patient received another inappropriate shock overnight (B)(6) 2025. Significant noise was observed during the episode, though the subsequent presenting electrogram showed appropriate sensing. Technical services review indicated that the alternate vector programming appeared to be not viable for this patient. Moving forward, it was suggested that the patient be reviewed in-clinic, with isometric/provocative maneuvers and to consider obtaining x-rays to evaluate system placement relative to implant. Additional information received indicated that the patient had a transvenous system implanted (B)(6) 2025. It was unknown if the s-ICD system was explanted at the time.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.